Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded are, no; evidence of non-fuctionality, no; external damage to lcs/cs housing, no; external physical damage, no and internal physical damaged, no. Functional tests & results: lcs/cs jaw not open/close correctly, yes and lcs/cs not rotate/latch correctly, no. Analysis conclusion; based on the info received and the visual results, it was concluded that the actuator rod was bent which prevented the jaws from opening and closing. No conclusion could be reached as to how the damage to the actuator rod occurred. However, there were no anomalies noted with the blade longer than the tissue pad or with the device being difficult to assemble. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the devices were used during a l.a.v.h. Procedure. It was reported by the affiliate the new batch is noticably more difficult to assemble. It is hard to assemble when inserting the devices into the sheath. It is also hard to align the devices with the tissue pad (it is always slanted). Also, the blade is longer than the tissue pad. The surgeon stated that there are some noticable decreases in performance. There was no pt consequence.